Event description:
The footswitch cable is broken. The sales rep. Did not have any details of failure or type of case it was involved in but states that problem was verified by the inhouse biomed. There was no patient consequence.